Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-feb-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6068-45l lasso would not slide the wire well. This occurred during use in a case with no patient effect. The case was completed with another device.